Event description:
It was reported that immediately after implant of the lead, the measurements were "off". Repositioning of the lead to six different locations obtained good thresholds. The next day the lead failed to capture. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B) (4) no anomalies were found. The full lead was returned and analyzed.